Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the power cord required replacement. The part was replaced and the issue was resolved. The damaged power cord was returned and received by the manufacturer for evaluation. Analysis confirmed the reported problem. Continuity testing confirmed the ground wire for the power cord is open. Faulty power cord. An electrical failure mode was confirmed, with a damaged power cable being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was continuously beeping while being transported into storage. It was reported that once the the system was plugged in, there was no power line light illuminated. There was no patient present when this issue was identified.